Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely an external force caused the adhesive to be damaged. This issue is addressed in the instructions for use (IFU): "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The biopsy channel was found leaking and, when checked with a boroscope, an internal cut was observed. In addition, further inspection of the device and investigation of the s-connector, u-connector and control unit, revealed fluid invasion and corrosion.

Event description:
A user facility reported to olympus a hole in the insertion tube. The problem, as reported to olympus, was found on reprocessing of the device. There was no patient involvement, injury or harm, associated with the problem, reported to olympus.